Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service representative installed a new bottle of helium and performed the helium tank pressure calibration several times, but the problem was not solved, and at each reboot the same error message was displayed. The company service representative had an intention of replacing the front end board; however, no further action will be taken for this failure because the customer has refused to pay to replace the front end board because the price is too high. The company service representative also reported that the customer had advised that they will continue working with the iabp unit regardless of the error message that appears.

Event description:
It was reported that during a service test performed by an authorized getinge distributor on the cs300 intra-aortic balloon pump (iabp), the iabp displayed "maintenance code #5" on the screen; the symbol of the helium bottle was not displayed on the screen either, and the helium offset x4 was out of range. There was no patient involvement, and there was no adverse event reported.